Manufacturer narrative:
Exact date unknown, event occured approximately two years ago.

Event description:
It was reported that the patients device was nonfunctional. The patient underwent an explant procedure. No further information has been obtained despite good faith efforts.